Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a coronary artery bypass graft procedure, the clip applier jammed, clips were not coming out properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the device was noted to be empty and the lockout was found to be non-functional. Due to the returned condition of the instrument, no further testing could be performed to evaluate the reported incident of clip malformation. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted to be out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.